Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Almost choked [choking sensation]; while brushing, the round head of the brush became detached [device breakage]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on that same morning while brushing with an oral-b rechargeable toothbrush, version unknown the round head of the oral-b brushhead, version unknown became detached. The consumer almost choked on it. The case outcome was recovered. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that his wife bought the brushes as a set of 4. The consumer scratched the gray logo with a coin and nothing happened to it, i.e. The logo did not disappear and/or really get damaged. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that both the defective brush as well as the remaining brushes and packaging were still in his possession. No further information was provided.

Manufacturer narrative:
Received 23-mar-2017 product investigation results: reporter returned 4 toothbrush heads on 21-feb-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Almost choked [choking sensation]; while brushing, the round head of the brush became detached [device breakage]; product counterfeit [product counterfeit]. Case description: a male consumer of unspecified age reported via e-mail on (B)(6) 2017 that on that same morning while brushing with an oral-b rechargeable toothbrush, version unknown the round head of the oral-b brushhead, version unknown became detached. The consumer almost choked on it. The case outcome was recovered. No further information was provided. On 12-jan-2017 received consumer's follow-up e-mail: the consumer reported that his wife bought the brushes as a set of 4. The consumer scratched the gray logo with a coin and nothing happened to it, i.e. The logo did not disappear and/or really get damaged. No further information was provided. On 12-jan-2017 received consumer's follow-up e-mail: the consumer reported that both the defective brush as well as the remaining brushes and packaging were still in his possession. No further information was provided.